Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that both leads were fractured. As a result surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-05320. It was reported that the patient experienced auto reducing and high impedances. X-ray imaging revealed possible fracture on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is fractured.